Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the hematocrit saturation module stopped working, and a color chip failure error message was observed. The device was not changed out to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.